Event description:
It was reported to philips healthcare that the device was not reading co2 and won't calibrate. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.